Manufacturer narrative:
One medfusion pump was received with a cracked battery door. The event history log was reviewed and there was a check syringe plunger sensor message. The power up process was conducted, the syringe plunger sensor was also checked and tested. A "check syringe plunger sensor" message was displayed only when the plunger head was pressed tightly against the pump during the power up test. The plunger head was pressed against the pump during power up test, causing the flippers to rest on the ear clip. The cause of the issue is known and is design related. The left plunger case was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a plunger sensor error. There was no patient incident.